Event description:
Catheter material get damaged .

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Retention samples were visually inspected. No damages or defects were observed on the samples. The reported defect of catheter defective/ damaged could not be confirmed. The exact root cause of this incident cannot be determined.

Event description:
It was reported that bd venflon pro 18ga 1.3mmod 45mm l catheter was defective / damaged - bawal. Catheter material get damaged.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.